Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: evaluating the sample provided by the customer, it is possible identify foreign matter - plastic, confirming the complaint. The potential cause for the problem is a plastic residue of plunger rod originated by jam at assembly machine. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: bd was able to duplicate or confirm the failure mode indicated by the customer. Root cause description: were evaluated the records of the batch and the evaluation of the sample provided by customer. During the batch production there were no records of occurrences related to this defect are observed, however after the analysis of the sample it is possible confirm foreign matter - plastic. Based on this evaluation and process analysis the potential cause for the problem is a plastic residue potentially originated at assembly machine due a plunger rod jam. Rationale: based on the severity and occurrence a CAPA is not necessary. (B)(4).

Event description:
It was reported after aspirating medication using a bd 20 ml plastipak¿ luer-lok¿ syringe, a piece of plastic was found in the solution. There was no report of injury or medical intervention.